Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) received a shock. The device began to emit a constant tone. The patient presented at the hospital and the device had no functionality. The physician elected to explant the ICD.